Event description:
It was reported that there was a lead warning, with short intervals and nsvt (non-sustained ventricular tachycardia) occurring the next day. The lower rate was increased from 80 to 100 bpm, and soon after there were no further nsvt episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6940-52, implantable pacing lead, (B)(6) 2004. (B)(4).